Event description:
Dealer advised when let up on joystick chair veers to the right about three or four inches. Spoke with tech advised to switch leads and if veers to left it is the controller, if does not change and still veers to the right it is the left motor. Dealer hung up received information from tech.